Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics; however, a video was provided for evaluation. Visual inspection of the returned video found that the device is being compared to another that works a intended. The button of the complaint device is jammed, it does not return to the normal position. No other anomalies were noted. The manufacturer performed an evaluation with the following results: an investigation was performed with the engineering qa, qc and operation departments and a thorough review of this lot. All the requirements and the steps of the dmr were followed, performed, and signed as to the requirements, tag perform 100% inspection for functionality (cutting and movement) before packaging of the device. 100% inspection test is being performed to the movement of the device for 5 repetitions. The goal of the test is smooth movement, the knife returns backwards, and without mechanical stoppage. After reviewing this complaint description, the provided video and since the device didn't return to tag this non-conformance cannot be verified. Following that, our investigation team considered this complaint as non-justified complaint. However, it is confirmed according to the video provided by the customer. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter ea would have contributed to the complained device issue. Based on the investigation findings, the out of the box failure cannot be substantiated, the device needs to be physical evaluated in order to determine a root cause for the issue experienced by the customer. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during further follow up with the reporter, it was reported that during the surgical procedure it was observed that the cutter was stuck as shown in a video. The packing was opened but unused. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
It was reported that during a meniscal repair surgical procedure the cordcutter device handle was jammed. Another like device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.